Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was missing. This occurred at the time of insertion into the cardiac cavity. The issue was resolved by changing the vizigo¿ to another one. The procedure was completed without patient consequence.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). During an internal review on 01-mar-2022, it was noted that the device manufacture date was missing. Therefore, the h 4. Device manufacture date was updated and the date of 28-sep-2021 was added.

Manufacturer narrative:
The device evaluation was completed on 01-feb-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was missing. This occurred at the time of insertion into the cardiac cavity. The issue was resolved by changing the vizigo¿ to another one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. It was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. Visual analysis of the returned carto vizigo¿ sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brimmed cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001800 number, and no internal actions related to the complaint were found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).